Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a medical examination on october 5th. The cause of the decubitus and/or ins partially went out of the pocket remains unknown. Actions/intervention taken would probably be a surgical revision to be performed on october 16th. The issue was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via the manufacturer representative (rep) reported decubitus in the implantable neurostimulator (ins) pocket. The patient referred that the ins partially went out from the pocket. Factors that may have led or contributed to the issue remain unknown. Interventions taken to resolve the issue was an examination in the hospital. No other actions were taken to the resolve the issue. The issue was not resolved. No surgical intervention occurred or was planned. No further complications were reported/anticipated.